Event description:
The article, "transcatheter mitral edge-to-edge repair with intra-aortic balloon pump support in severe left ventricular dysfunction", was reviewed. The article presented a case study of a 31-year-old male patient with a history of advanced heart failure with biventricular failure, severe functional mitral regurgitation (mr), severe functional tricuspid regurgitation (tr), chronic kidney disease stage 4, and dyspnea. On an unknown date, a mitraclip xtw was chosen for mitral transcatheter edge-to-edge repair (m-teer). An intra-aortic balloon pump (iabp) was inserted prior to teer. The clip was implanted successfully, reducing mr to moderate. The iabp was removed without complications. Follow-up echocardiography showed recurrent moderate to severe mr, necessitating a second procedure. On an unknown date a mitraclip xt was chosen for repeat teer using iabp for support. The clip was implanted, reducing mr to mild to moderate. Within 30 days of the second procedure the patient was readmitted for heart failure. [The primary and corresponding author was anas merdad, king faisal cardiac center, king abdulaziz medical city, ministry of national guard health affairs, jeddah 22384, saudi arabia, with corresponding e-mail: merdada@ protonmail.com.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter mitral edge-to-edge repair with intra-aortic balloon pump support in severe left ventricular dysfunction. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.